Event description:
It was reported that the right ventricular (rv) lead demonstrated a gradual increase in shock lead impedance measurements; however, values are within range. Technical services (ts) was consulted to review the lead trend data. Ts confirmed a slow, progressive rise in impedance consistent with lead calcification. Programming options were discussed, and ts recommended continued monitoring at this time. The lead remains in service. No adverse patient effects have been reported.